Manufacturer narrative:
Information regarding the repair has not been completed.

Event description:
Information received indicates the brake pedal will lock into place, but the bed will still move. Brake not holding.